Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported that the ring on the occlusion knob was cracked. Since the event occurred during preventative maintenance, there was no pt involvement during this event.